Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was fluctuating. Blood glucose level was in the 100's mg/dl range. Tandem technical support educated the customer regarding this battery behavior. The customer acknowledge this information.